Event description:
It was reported that the attempted right ventricular (rv) lead was damaged, possibly fractured while trying to pass through a kinked portion of the implant accessory. It was also reported that the helix would not deploy. The lead was removed and a new rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.